Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The system history shows that the laser was verified successfully prior to the date of treatment. A rainbow glare is a known side effect of femto laser flap creation and described in user manuals. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. \investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported rainbow glare as experienced by patient post lasik procedure. Attempts have been made to obtain additional information. No further information has been received.